Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the vessel locator wings prematurely collapsed and the device came out of the artery. Hemostasis was achieved using manual compression. There were reported adverse pt effects. Though requested, there was no add'l info available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.